Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: bent proximal guide. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during backloading onto the guide wire, it was noted that the proximal guide (silver portion of the guide) was bent. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was available.